Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement greater than 200 ohms and noise. Testing was performed and the noise could not be reproduced and current shocking impedance is 55 ohms. No adverse patient effects were reported.